Event description:
It was reported the customer had a lost sensor alert. Troubleshooting found the customer had many alarms in their alarm history. It was found the customer had a signal too low alarm and a displayable history check failed on start up alarm. Customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.